Event description:
It was reported that after a few applications, the catheter stopped delivering radiofrequency (rf) energy, the metriq pump stopped on a 2ml flow rate, and the error message "p05 - check standby flow" appeared. A blazer open-irrigated catheter was used during an ablation procedure to treat atrial flutter. During the procedure, after a few applications, the catheter stopped delivering radiofrequency (rf) energy. The metriq pump also stopped on a 2ml flow rate and was unable to initiate the next application, and the error message "p05 - check standby flow" appeared. Furthermore, the expected temperature was 35c, but the displayed temperature was 22c. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The device was retained and will not be returned for analysis. It was further reported that the catheter presented irrigation issues as well.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).